Manufacturer narrative:
The returned cable was evaluated. External visual inspection showed no damage. The module failed functional testing. The cable had intermittent connections and would lose power when the cable was twisted, shaken or bent. X-ray images showed damage to the cable in the ch bend relief area. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported intermittent or no signal. No patient impact or consequence were reported.